Manufacturer narrative:
Blank fields on this form indicate information is unknown or unavailable or unchanged. (B)(4). Investigation - evaluation a review of complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted a search of the complaint data base revealed this complaint to be the only reported complaint associated to the complaint lot number. Based on the information provided, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a nephrostomy procedure on the male patient, the hub of the drainage catheter detached and separated from the catheter. The drainage catheter remained inside the body. The user placed an additional catheter over the defective one to prevent leaking and attempted proper drainage. No further information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a nephrostomy procedure on the male patient, the hub of the drainage catheter detached and separated from the catheter. The drainage catheter remained inside the body. The user placed an additional catheter over the defective one to prevent leaking and attempted proper drainage. No further information has been provided regarding patient outcome.